Event description:
It was reported that pump declared cartridge change error on a prior day, although exact event date and error in pump history could not be confirmed by customer. There was no reported impact to the customer¿s blood glucose level. Customer was advised by technical support to call back if issue persisted, and customer acknowledged and understood instructions; no additional corrective actions were reported.